Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump sleep schedule did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 44 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer continued to use pump for insulin therapy.